Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 3.50x10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 6 bar. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was a significant quantity of blood in the lumen and balloon. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, however this was again unsuccessful due to the quantity of solidified blood in the device. A microscopic examination of the balloon and lumen was also unable to locate the rupture. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. There were no issues noted with markerbands on the device that may have caused a balloon rupture. A visual and tactile examination identified no issues along the length of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 3.50x10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 6 bar. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.